Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and/or noise with the beginning of a lead fracture noted. It was also noted that the patient experienced ventricular fibrillation (vf) episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter(sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the right ventricular(rv) pacing lead was rising. Analyst commented, beginning (B)(4) 2014, sensing integrity counts up to 547; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. On (B)(4) 2014, rv bipolar lead impedance measured 1083 ohms up from 437 ohms. Rv lead integrity warning occurred (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.